Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/6/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the suspect product was received on january 6, 2021. The replacement bausch and lomb lens case and carton were received, with the suspect lens inside of the lens case. Visual inspection under magnification revealed that the lens was received cut in pieces, with only two pieces received. This is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (iol) was explanted from the patient's operative left eye (os) due to dysphotopsia that did not improve with time /healing. The explanted lens was replaced with a non-johnson and johnson lens. There was no additional surgical intervention performed. Patient outcome post-exchange was not provided. No further information was provided.